Manufacturer narrative:
Patient information is unknown. Additional procodes: dzl, mqn. Lot number is unknown. It is unknown if devices were implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number and email address are unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported by the surgeon that during his recent procedure, three (3) 2.0mm k-wires bent very easily. There was no reported patient impact or delay. This has been a repeating occurrence and the surgeon is unsure of the total quantity of bent k-wires. This report is for a 2.0mm kirschner wire w/15mm thread-trocar point 150mm. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the procedure was completed successfully.